Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2025. During the procedure, while attempting to deploy the second flange of the axios system, the deployment handle hub unexpectedly snapped off from the deployment system. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection found the stent partially deployed and the axios slider detached. Provided photographs from the field showed the device packaging, confirming device lot number 36771885, and the slider detached. No other damages were noted. Product analysis confirmed the reported events of hub/luer damaged/defective and stent partially deployed. The investigation concluded that the slider became detached most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, while attempting to deploy the second flange of the axios system, the deployment handle hub unexpectedly snapped off from the deployment system. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection found the stent partially deployed and the axios slider detached. Provided photographs from the field showed the device packaging, confirming device lot number 36771885, and the slider detached. No other damages were noted. Product analysis confirmed the reported events of hub/luer damaged/defective and stent partially deployed. The investigation concluded that the slider became detached most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, while attempting to deploy the second flange of the axios system, the deployment handle hub unexpectedly snapped off from the deployment system. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.